Manufacturer narrative:
One 72202469 fast-fix 360 reverse curve needle delivery system device received. The device is in used condition. The device was returned without t1, t2 or suture. The delivery needle is bent and has a slight twist at the needle tip. The needle¿s reversed curve feature is virtually non-existent in its distal area. The device has been manipulated to a configuration resembling a flat needle device. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ functional test indicates that the system cycles and advances as intended. No root cause related to the manufacture of the device can be established. No further investigation is warranted. (B)(4).

Event description:
During the meniscus repair procedure, after the t1 deployed, the t2 implant would not deploy when the knob was depressed. A backup device was readily available. There were no delays or patient injuries reported.